Event description:
Customer reported a no delivery alarm. The blood glucose reading was 211 mg/dl. Customer was assisted in performing a 5 unit fixed prime and stated that insulin did not exit. Customer was advised to disconnect and reconnect the reservoir and infusion set and push insulin slowly through the tubing with the plunger. Customer reported that insulin did exit. He ran a manual prime and stated that insulin did exit. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.